Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the tubing at the blood sampling valve (bsv) was disconnected. The tubing was replaced in addition to the solenoid (vl25), resolving the leak. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 50 cubic centimeters of diluent leaked from the coulter lh 750 hematology analyzer. The leak was contained within the instrument. The customer stated that there were voteouts on white blood cells (wbcs) results for samples. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, protective eyewear and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.